Manufacturer narrative:
(B)(4): the intraocular lens (iol) was returned to the manufacturer. The lens had one detached haptic, a torn optic and appears to have evidence of ophthalmic viscoelastic on it.(B)(4): placeholder.

Event description:
It was reported that while implanting an intraocular lens(iol) the doctor noticed a haptic was detached. The doctor enlarged the incision to explant the lens. Another lens was used and the procedure was completed without incident. The patient is reported to be doing well, no complications or injury noted.